Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alert 38 indicating a motor stall and contacted support for guidance; the agent instructed the user to perform a restart through the alert, after which the alert did not recur. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device registered a transient motor stall alert that resolved with a restart, consistent with a temporary device function interruption without persistent hardware or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine conclusively due to resolution after restart without reproducibility.